Event description:
It was reported that at the start of the procedure, the intellanav mifi open-irrigated catheter was being flushed, and it was noticed that fluid was quickly leaking from the handle. The catheter was replaced and the procedure was completed successfully with no further complications.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. This could lead to the reported failures, thus confirming the reported complaint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that at the start of the procedure, the intellanav mifi open-irrigated catheter was being flushed, and it was noticed that fluid was quickly leaking from the handle. The catheter was replaced and the procedure was completed successfully with no further complications.